Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Product was discarded.

Event description:
On (B)(6) 2013, it was reported that the transfer set of the patient's infusion set was leaky. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product was requested to be returned for product.

Manufacturer narrative:
The used returned transfer set was visually inspected and tested for flow and tightness. Additionally the dimensional accuracy of the luer was tested. A retain sample was visually inspected and tested for flow and tightness. All test results were within specifications.